Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator when powered up had a black screen. Upon review of the ventilator diagnostic logs the customer found an error code indicating watchdog test failed. There was no patient involvement. The customer troubleshot with technical support and in the ventilator diagnostic logs found additional error codes indicating machine and proximal pressure sensors failed, 35 volt supply failed; over voltage protection (ovp) circuit failed, 5 volt supply failed. The customer was advised to replace the power management (pm) board.

Manufacturer narrative:
Upon a follow-up with technical support, the customer reported that replacing the power management board addressed the reported issue. No further information was provided.